Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the device issue occurred in ophthalmic segment of internal carotid artery (ica) where the subject stent did not cover the neck of the aneurysm. The microcatheter encountered resistance around ophthalmic segment. The aneurysm was treated with another stent and coils. It is most likely that anatomical and procedural factors contributed to the reported event, but as the device was not returned for investigation this could not be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent deployed prematurely during use¿.

Event description:
It was reported that during an endovascular procedure for an aneurysm originating off the superior aspect of horizontal cavernous segment, the subject stent came off reheath pad prematurely in ophthalmic segment of internal carotid artery ica. The subject stent did not cover the neck of the aneurysm. The aneurysm was treated with another stent and coils. No other information is available.

Manufacturer narrative:
H3 other text: the device is implanted in the patient.

Event description:
It was reported that during an endovascular procedure for an aneurysm originating off the superior aspect of horizontal cavernous segment, the subject stent came off re-heath pad prematurely in ophthalmic segment of internal carotid artery ica. The subject stent did not cover the neck of the aneurysm. The aneurysm was treated with another stent and coils. No other information is available.